Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ aviva ii - system 1, serial number ¿ (B)(4); (B)(6) ¿ aviva ii - system 2, serial number ¿ (B)(4); (B)(6) ¿ aviva ii - system 3, serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with three different meters, within 10 minutes: 301 mg/dl on aviva ii meter (system 1), 551 mg/dl on aviva ii meter (system 2), and 241 mg/dl on aviva ii meter (system 3). Customer used the same test strips with all three meters, no death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.